Event description:
Utilizing dental surgical guide print003, the clinician reported a deviation on site #3 into the maxillary sinus of about 2-3 mm from the planned position.

Manufacturer narrative:
A review of the surgical report and drilling protocol indicate the case was properly planned, surgical guide was requested for evaluation but was discarded by the clinician after use. An email exchange with the clinician revealed they ended up initially placing the implant 2mm subcrestal and realized afterwards that it should have been bone level.